Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the following fields: d1, d2a, d4: model number, lot number and UDI, and h4. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
There is no new information provided by the customer.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacture date. H4 updated.

Event description:
No additional information reported from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tip of the insulation insert is broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the device's ceramic tip fell off. The issue was observed during a therapeutic operative bipolar hysteroscopy procedure. The procedure was completed with a similar device. There were no reports of patient harm.